Manufacturer narrative:
The fse confirmed the leak from a bath overflow due to a faulty valve lv14. The fse replaced lv14 resolving the leak. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to a compromised dilution in the wbc bath. (B)(4).

Event description:
The customer reported more than 1 ml of fluid was leaking from the act diff analyzer onto the counter. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.